Event description:
Insulation ceramic broken on side of the electrode.

Manufacturer narrative:
A superficial damage on the underside edge of the ceramic insulation tip at the distal end of the resection sheath could be observed during investigation. Small pieces of the ceramic material have chipped-off from the insulation surface. There are multiple root cause scenarios imaginable which could have led to the damage. Based on the available information, a conclusive differentation is impossible. There has no information been provided that the defect occurred during the procedure and a patient has been put at risk. However, it cannot be excluded and this report is being submitted in abundance of caution.